Event description:
Meter was reading inaccurately high. The patient felt nervous, with cold fingers with a reading of 395 mg/dl. The patient ate candy and in the morning fasting blood glucose was 355 mg/dl with no symptoms. The patient did not eat or take medication, however in the past the dr had advised going to the emergency room with blood glucose over 300 mg/dl. The patient went to the emergency room; reading on an unknown meter 45 minutes later was 95 mg/dl. There was no treatment given at the emergency room. The customer care representative performed troubleshooting and twice the check strip test failed. Based on the information obtained from the pt there is indication the product malfunctioned related to the check strip test failing during troubleshooting, however no evidence that the event led to an adverse event. The reading comparison is invalid and the patient did not receive treatment.